Event description:
The following information was reported: the balloon and sheath came out during pullback, there was no hole in the balloon, manual compression was applied for 20 minutes. The patient was hospitalized. Stick location: femoral artery, vessel size: >6mm.

Manufacturer narrative:
Visual inspection of the retuned device revealed that there was no saline in the balloon. Failure to purge the device of air during the prep phase can cause the balloon to partially collapse as the air in the system is compressed and can result in balloon pull through the arteriotomy and into the sheath. An inflation test was performed to determine if there were leaks in the balloons, but no leaks were observed. Pressure was held with proper functioning of the inflation indicators. The balloon passed all performance tests and was found to be within specification. The review of the lhr (lot f1408708) indicated that the device lot met all established performance criteria prior to shipment. Based on the provided information and the investigation performed, the probable root cause of the balloon pull through may have been failure to purge the devic of air during prep.